Event description:
It was reported by a neurosurgeon that a vns pt had her device removed due to pain at her incision sites, i.e., chest and neck region. The neurosurgeon attributed pt's pain to presence of the device since turning off the device did not resolve pt's pain. No medication changes occurred prior to pt's pain and neurosurgeon increased the therapeutic level of the generator on (B)(6) 2010, by 0.25ma. MFR received the explanted generator and lead and product analysis is currently underway.